Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and anxiety. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1 b3 b5 b6 d1 d2 d3 d4 d6a g1 g4 h4 h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient provided imaging which revealed rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a4 b3. Clarification to partial date of event b3: 2016 was provided.

Event description:
Patient reported left side rupture and textured exchange due to concern with the product. Patient provided imaging which revealed rupture. Device remains implanted.

Event description:
Patient reported "rupture" and "anxiety" diagnosed via ultrasound. Later, healthcare professional reported "prosthesis rupture" and "capsular contracture baker grade iii ". This record is for the left side. The device was explanted. The device will be returned.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.